Event description:
As reported, the surgeon noticed the glenosphere screw was loose with the end disengaged during a left shoulder scope necessitating a revision. During the revision, the baseplate and stem were found to be well fixed. The liner tray and glenosphere were replaced. Cultures came back negative for infection. The patient was revised to exactech devices. The event was not associated with the breakage of a device. The event did not cause a surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays were unable to be obtained. No device return for analysis anticipated due to the hospital kept the device. Device images were provided.

Manufacturer narrative:
D10: concomitants: 82085014 320-01-38 38 glenosphere; 80962004 320-10-00 +0 adapter tray ; 320-20-00 fixed angle torque screw; 38 +0 liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, g. The revision reported was likely the result of glenosphere locking screw fracture and prosthesis wear of the humeral liner. The cause of the fracture cannot be determined but may be related to improper initial seating of the glenosphere, soft tissue/bone interposition, and/or an unreported traumatic event. The observed wear on the liner appears consistent with a combination of impingement between the liner and native glenoid bone and abnormal articulation with the glenosphere and/or locking screw following the screw fracture. However, the series of events cannot be confirmed and potential contributions of user or patient-related considerations could not be assessed as the devices were not returned for evaluation and no radiographs or relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.